Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2008, inratio: >7,5, lab: 1.9. Date: (B)(6)2008, inratio: 1.2, lab: 2.5.

Manufacturer narrative:
Investigation pending.